Manufacturer narrative:
The device is not available for investigation.

Event description:
The event occurred on an unknown date. The event involved a plum set that the customer reported a leak of taxol which sprayed the patient's cloth. No more information was provided.